Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev30 was sent to a third-party service center for evaluation, and during the evaluation it was noted that the device failed the system leak verification: pressure drop over 10s test step. In conclusion, the device's fio2 housing and tubing's were recommended to be replaced to address the issue. Additionally, the technician noted the customer requested to do their own repair and the issue was no longer occurring, therefore no work was performed by philips. The case was closed at the third-party service center. Follow-up repair to be handled by a philips authorized service provider. If any additional information is received, a follow-up report will be filed.